Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively of gastroscopy, a bleeding was observed in the staple line. This patient intervenes with gastric bypass by laparoscopy, gastrojejunal gastrointestinal hemorrhage with bleeding in deposition. There was bleeding for 24 hours and a gastroscopy was performed on observing bleeding in the line of staples with a blood loss of 1.5 liters. The patient was admitted to the emergency room. Adrenaline was applied in the anastomosis suture line in surveillance without re-operating. Gastroscopy was needed to prevent permanent impairment. The event led to seven days hospitalization. It was noted that there will be an additional operation perform to correct the issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (expiration date, lot#, UDI#). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information revealed that the lot number reported in the initial source document was incorrect. If information is provided in the future, a supplemental report will be issued.